Manufacturer narrative:
Product event summary: the waist pack was returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned waist pack revealed tears in the controller pocket seams; the observed tears did not prevent the controller from fitting in the pack. This is an additional observation not related to the reported event, likely due to wear and/or handling of the device. During testing, a controller was placed inside the waist pack controller pocket and was able to be secured properly with the magnetic latch. Dimensional verification of the controller pocket did not reveal a deviation from specification. As a result, the reported event could not be confirmed. A possible root cause of the reported event may be attributed to improper placement of the controller within the waist pack pocket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pocket in the waist pack made to fit the controller was too small. The top of the waist pack would not reach over the controller and therefore would not magnetically close. The waist pack was exchanged. No patient complications have been reported as a result of this event.